Event description:
It was reported by service report that the bed will not go down due to the motion interrupt pan being damaged. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan.